Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, nonunion, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04583 / 04584).

Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to prosthetic luxation. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual examination of the device found heavy damage. The device could not be measured due to the extensive damage likely caused from removal from the cup. The root cause of the event could not be determined based on the information provided.